Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A nurse reported the customer's blood glucose meter would turn on with the button, but not when a test strips was inserted into the port, and the customer had to take the battery out and wiggled it around in order to get the meter to work. The nurse also reported the customer obtained high blood glucose readings, but it is unk when those readings where obtained. The customer reportedly experienced symptoms of hyperglycemia and they were diagnosed and treated for the same condition with insulin and by drinking water. There was no report of death or permanent impairment associated with this event.